Event description:
Boston scientific received information that this device declared elective replacement indicator (eri). The physician suspected that the device experienced premature battery depletion as the device was reported to have suddenly declared eri. The patient was subsequently seen for a revision procedure where the device was explanted and replaced. There were no adverse patient effects reported. The device is not expected to be returned for analysis.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.